Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the soft tissue around the implant at tooth location #30 was slightly erythema with some purulence express upon palpitation and the patient was complaining of pain in the area. Site preservation bone graft was placed at the time of removal and the patient will return in 3 months.